Event description:
It was reported that restenosis occurred. In (B)(6) 2019, the target lesion located in the proximal right coronary artery (rca) was treated using a 3.50 x 28mm synergy drug eluting stent. In (B)(6) 2025, the patient was reported to have chest pain. Coronary angiography revealed 70% in-stent restenosis at the proximal rca. The target lesion was treated using a non-boston scientific laser catheter, as well as an nc balloon and an agent balloon. Post revascularization, 29% stenosis was noted with timi flow of 3.